Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an l4-5 posterior fusion using rhbmp-2/acs and posterior instrumentation. At an unknown time post-op, the patient developed right lower extremity radiculopathy. 48 days post-op, the patient underwent a reinstrumentation surgery which successfully rid the patient of the lower extremity pain. The patient returned to work approximately 4 months later, but has developed bilateral radiculopathy and fasciculations in the last several months. The patient had CT, MRI and CT/myelogram. No bone is seen in the foramen or canal and no reason was seen for the radiculopathy except that there may not be complete bridging bone. The patient is considering additional surgery at this time.

Event description:
It was reported that the patient underwent an l4-5 fusion using rhbmp-2/acs and instrumentation. At an unknown time post-op, the patient developed right lower extremity radiculopathy. At 48 days post-op, the patient underwent an anterior reinstrumentation surgery to replace a malpositioned which successfully rid the patient of the lower extremity pain. The patient developed sexual dysfunction after this revision surgery, which was diagnosed as an absent female vasomotor response as a result of autonomous plexus injury. The patient returned to work approximately 4 months later, but has developed bilateral radiculopathy and fasciculations in the last several months. The patient had CT, MRI and CT/myelogram. No bone is seen in the foramen or canal and no reason was seen for the radiculopathy except that there may not be complete bridging bone. The patient's back pain and leg pain returned and she had a surgery by another surgeon who diagnosed her with an l5 nerve root occlusion and locked non-union, and performed a plif surgery with iliac crest bone approximately 16 months after the initial fusion surgery. The patient reports generalized fasciculation, starting with some muscle twitching. Another surgeon has diagnosed failed fusion, fasciculation disorder and sexual dysfunction.